Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the follow defects were found, broken angle wire, insertion section leaking, deteriorated with press mark, b30 scope communication error, and screen blackout. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset evis lucera elite bronchovideoscope, to the olympus service center for black screen and broken angle wire. Upon inspection and testing of the returned device, the scope exhibited b30 scope communication error and blackout screen. This medical device report (MDR) is being submitted for the event found during evaluation. There was no patient involvement or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unknown what caused the phenomenon. It was confirmed that the device had a communication error b30, leakage from the insertion tube, and the insertion tube was dented. Therefore, it is likely the a bad electrical contact of circuit board in the scope connector occurred by influence of water which invaded the device from leakage point. The internal charge coupled device cable was likely damaged by stress applied to insertion tube. Operation manual states the following. Important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. Olympus will continue to monitor field performance for this device.